Event description:
During a laparoscopic left colectomy procedure, and instrument error occurred on generator, and a piece of the active blade was on the mayo stand. Another like device was used to complete the procedure. There was no patient consequence.